Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the peep is out of specification and it passes the leak test. The customer stated there was no patient involvement associated with this event.